Manufacturer narrative:
Stryker evaluated the customer's device and was unable to duplicate the reported issue. Proper device operation was observed through functional and performance testing and the device was returned to the customer for use. The cause of the reported problem was unable to be determined.

Event description:
The customer contacted stryker to report that their device displayed a white screen. This can be indicative of a device lock-up. This issue has the potential to either delay, or prevent, defibrillation from being delivered. There was no report of patient use associated with the reported event.